Event description:
The customer reported that companion external battery serial number (B)(4) displayed a yellow charge level on his companion 2 hospital cart display. The customer also reported that the other battery was fully charged and the companion 2 driver had been plugged in all night. A new fully charged battery was inserted into the hospital cart and displayed full charge. The companion external battery (B)(4), that had been removed, showed the first led fully illuminated and the second led flashing. There was no reported impact on the pt. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. Companion external battery (B)(4) will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.